Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. B3: event date is the publication date of the article. G2: axenhus m, salemyr m, mukka s, magnèli m, sköldenberg o. Long-term evaluation of periprosthetic bone changes in ultra-short versus conventional stems in total hip arthroplasty: a 10-year follow-up of a randomised controlled trial. Hip int. 2026 jan;36(1):55-63. Doi: 10.1177/11207000251371283. Epub 2025 dec 18. Pmid: 41410176; pmcid: pmc12876410. G2: foreign: sweden. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that a patient underwent a revision of the stem due to unknown reasons. Attempts have been made and no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.